Manufacturer narrative:
An additional attempt to dislodge the device through the jugular vein using an angiographic balloon catheter to stir the device was unsuccessful. The situation was thoroughly discussed with the patient. Considering the localization in the vicinity of the sus-hepatic veins, long-term anticoagulation was advocated if the device was left in place. Furthermore, considering the initial septic ivc thrombus, infection of the device could not be ruled out. In light of this information, the patient elected to have the device removed surgically. Two options were considered to approach the ivc and remove the device: either through an abdominal approach with hepatic exclusion or through a sternotomy with the use of cardiopulmonary bypass. Because of the proximity of the device to the sus-hepatic veins, a cavotomy to remove the device was deemed dangerous. Thus, the sternal approach was privileged. The cardiopulmonary bypass was instituted with a venous cannula in the right atrium and a femoral vein cannula positioned at the level of the renal veins. The patient¿s core temperature was reduced to 28°c. At this temperature, the inferior portion of the right atrium was snared and the ivc opened just above the sus-hepatic veins. Vision within the ivc was further enhanced by the use of an endoscope. The ivc filter was easily located. As suggested by the preoperative imaging, the tip of the device had perforated the posterior wall of the ivc and was embedded in the liver parenchyma. Using long-shafted instruments, the filter was removed without complication. Cultures of the filter showed growth of (B)(4). The patient underwent an uneventful recovery following four weeks of antibiotic treatment. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6) et al surgical removal of a ¿non-retrievable¿ inferior vena cava filter: a unique case requiring a median sternotomy and cardiopulmonary bypass, (B)(6) . (B)(6) 2009 (9): e332¿e333.; report on a retrievable ivc filter¿ optease that required removal through a sternotomy approach under cardiopulmonary bypass. A (B)(6) man was admitted with a fever, asthenia and a clinical examination compatible with septic shock. A right buttock abscess was diagnosed and drainage was performed immediately. The clinical picture was complicated by an intravascular disseminated coagulopathy, renal failure, a septic thrombosis of the ivc and pulmonary emboli. Secondary to the septic pulmonary emboli, a necrotizing pneumonia with massive hemoptysis supervened. Considering the contraindications to pursuing a heparin perfusion, a retrievable ivc filter (optease) was indicated and positioned in the infrarenal ivc. The patient gradually recovered and was referred for filter removal, considering the possibility to resume anticoagulation. A first percutaneous attempt was performed through a femoral approach. The filter could not be mobilized and the attempt was abandoned. At that time, it was recognized that the filter was positioned upside down, with the filter barbs facing caudally. Thus, a second percutaneous attempt was planned to retrieve the device through a right jugular vein approach. The filter was displaced from its infrarenal position but blocked 2 cm beneath the sus-hepatic veins. At this level, the tip of the device tilted and perforated the posterior wall of the ivc, and was embedded within the liver parenchyma. An additional attempt to dislodge the device through the jugular vein using an angiographic balloon catheter to stir the device was unsuccessful. The situation was thoroughly discussed with the patient. Considering the localization in the vicinity of the sus-hepatic veins, long-term anticoagulation was advocated if the device was left in place. Furthermore, considering the initial septic ivc thrombus, infection of the device could not be ruled out. In light of this information, the patient elected to have the device removed surgically. Two options were considered to approach the ivc and remove the device: either through an abdominal approach with hepatic exclusion or through a sternotomy with the use of cardiopulmonary bypass. Because of the proximity of the device to the sus-hepatic veins, a cavotomy to remove the device was deemed dangerous. Thus, the sternal approach was privileged. The cardiopulmonary bypass was instituted with a venous cannula in the right atrium and a femoral vein cannula positioned at the level of the renal veins. The patient¿s core temperature was reduced to 28°c. At this temperature, the inferior portion of the right atrium was snared and the ivc opened just above the sus-hepatic veins. Vision within the ivc was further enhanced by the use of an endoscope. The ivc filter was easily located. As suggested by the preoperative imaging, the tip of the device had perforated the posterior wall of the ivc and was embedded in the liver parenchyma. Using long-shafted instruments, the filter was removed without complication. Cultures of the filter showed growth of staphylococcus epidermidis. The patient underwent an uneventful recovery following four weeks of antibiotic treatment. A review of the manufacturing records could not be conducted without a lot number. Possible placement procedure complications include, incorrect filter positioning and orientation. The IFU instructs that according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease® filter), as far as possible into the sheath introducer hemostasis valve. The filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. Retrieval of the optease filter is possible only from femoral vein approach. Implant of the optease filter with the hook oriented in the cranial direction can result in life threatening or serious injury including, but not limited to dissection, vessel perforation, migration of the filter with secondary damage to cardiac structures, ineffective pulmonary embolism prevention or death. Incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.

Event description:
Dagenais et al surgical removal of a ¿non-retrievable¿ inferior vena cava filter: a unique case requiring a median sternotomy and cardiopulmonary bypass, can j cardiol. 2009 september; 25(9): e332¿e333.; report on a retrievable ivc filter¿ optease that required removal through a sternotomy approach under cardiopulmonary bypass. A (B)(6) man was admitted with a fever, asthenia and a clinical examination compatible with septic shock. A right buttock abscess was diagnosed and drainage was performed immediately. The clinical picture was complicated by an intravascular disseminated coagulopathy, renal failure, a septic thrombosis of the ivc and pulmonary emboli. Secondary to the septic pulmonary emboli, a necrotizing pneumonia with massive hemoptysis supervened. Considering the contraindications to pursuing a heparin perfusion, a retrievable ivc filter (optease) was indicated and positioned in the infrarenal ivc. The patient gradually recovered and was referred for filter removal, considering the possibility to resume anticoagulation. A first percutaneous attempt was performed through a femoral approach. The filter could not be mobilized and the attempt was abandoned. At that time, it was recognized that the filter was positioned upside down, with the filter barbs facing caudally. Thus, a second percutaneous attempt was planned to retrieve the device through a right jugular vein approach. The filter was displaced from its infrarenal position but blocked 2 cm beneath the sus-hepatic veins. At this level, the tip of the device tilted and perforated the posterior wall of the ivc, and was embedded within the liver parenchyma.